Manufacturer narrative:
Per tandem¿s cartridge instructions for use: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static. Reportedly, customer may have been using slightly cold insulin. Blood glucose was 151 mg/dl.